Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the patient did not have a history of heart block there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth of the device was reported to be 6 mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth and could have contributed to the reported heart block. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported event. However, this cannot be confirmed.h6 medical device problem code: code 2993 removed.

Event description:
It was reported that on (B)(6) 2023, a navitor valve was chosen for implant. Calcification was extended beneath the aortic annular plane in the interventricular septum. During pre-implantation balloon-aortic valvuloplasty (pre-bav) with a non-abbott balloon, the patient went into complete heart block. The patient had no history of this condition. The procedure was continued with a navitor valve implanted at a depth of 6mm. The heart block did not worsen after navitor implantation. Since the heart block had not resolved after the navitor implantation, a permanent pacemaker was implanted. The patient is reported to be discharged. There was no clinically significant delay.

Event description:
It was reported that on 07 november 2023, a navitor valve was chosen for implant. Calcification was extended beneath the aortic annular plane in the interventricular septum. During pre-implantation balloon-aortic valvuloplasty (pre-bav) with a non-abbott balloon, the patient went into complete heart block. The patient had no history of this condition. The procedure was continued with a navitor valve implanted at a depth of 6mm. The heart block did not worsen after navitor implantation. Since the heart block had not resolved after the navitor implantation, after the procedure, a permanent pacemaker was implanted. The patient is reported to be discharged. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.